Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a damaged case and the device would not turn on. No patient involvement was noted.

Event description:
It was reported that there was a damaged case and the device would not turn on. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the power button and ac light unresponsive; front case w/keypad replaced. Software version as found 9.19.1; as left 9.19.1. Cord retainer screw stuck in rear case, and anchor loose; rear case removed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/22/2019 to the present date 12/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.